Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause was not established. However, the following potential root causes were identified. Ceramic beak: it can be concluded that a damage to the ceramic beak of the sheath was caused by thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. Damaged yellow/grey sealing ring: it can be concluded, that the damage to the sealing ring was caused by wear and tear or lack of maintenance. A damaged sealing ring may cause a leakage at the inner sheath in a high probability. The event can be detected/prevented by following the applicable chapters in the instructions for use (IFU): the IFU carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: ¿4 before use warning- infection control risk- properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion;-- no dents;-- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Full establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the sealing ring was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs ceramic tip was loose. The issue was found during reprocessing for a diagnostic electric resection procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.